Event description:
It was reported that pt, through the filing of a lawsuit, is reporting and alleging that a rejuvenate modular femoral stem required revision due to pain and that at revision surgery allegedly there were findings of "the presence of milky, turbid fluid; large pseudotumor formation; soft tissue necrosis; muscle loss and/or bony necrosis at the proximal femur".

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs department. No add'l info is available at this time. The device is not available due to the ongoing litigation. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.